Event description:
It was reported that this right ventricular (rv) lead was presenting pacing impedance high out range. The lead was the explanted and replaced due to a fracture presented. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual examination noted the lead had been returned in two segments, having been severed at the time of explant. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The "cause traced to device design" investigation conclusion code was selected based on the direct observation of a fractured outer lead conductor(s) with characteristics indicating cyclic fatigue. Such damage is considered a design issue when the field report indicates the damage occurred during normal use.

Event description:
It was reported that this right ventricular (rv) lead was presenting pacing impedance high out range. The lead was the explanted and replaced due to a fracture presented. No adverse patient effects were reported.